Event description:
It was reported that the system the system continued to make x-ray exposures after releasing the exposure button; however the fse determined that system actually locked up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.